Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The adjustable pressure limit valve was replaced. Customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported that, during a case, higher than expected pressure was noted in bag mode. There was no reported patient injury.